Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 146 mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response is nothing significant. The customer was advised that the insulin pump willl need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.